Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a primary revision of right hip due to wear and length of time of implants, about (B)(6). In speaking with the surgeon the implants were well fixed with modest wear. They were originally implanted in the late 90s by another surgeon. He said the femoral head was a 28 mm standard neck c-taper head but the lot code was unavailable. The insert was removed with an osteotome and had to be split so there was no catalog or lot code that was legible. With the use of trials they were able to ascertain that it was 50/52 liner.